Event description:
The site reported that a light adjustable lens (lal, sn (B)(4). +22.0d) was explanted due to the patient was unable to tolerate hyperopia and astigmatism. The lens was explanted and another lal (sn (B)(4). , +22.5d) was implanted on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The explanted lal was not returned to rxsight. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).